Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode and post-operative complication cannot be determined or is unknown. The trocar will not be returned to isi for evaluation as no malfunction was identified during the procedure, and the issue was identified post-operatively; hence, the trocar was not marked. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was completed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted inguinal hernia surgical procedure, the patient experienced subcutaneous emphysema and severe shortness of breath. There was no treatment rendered to the patient other than having to let the air pockets be absorbed and subside on their own. There is no allegation of a malfunction of an isi product or system. The surgeon suspects that the insufflation port trocar slightly dislodged into the subcutaneous tissue, which could have caused the subcutaneous emphysema. At this time, the root cause of the reported incident is unknown.

Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, the patient started to experience subcutaneous emphysema and severe shortness of breath. The patient was stable and has been discharged. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that the trocar was a standard 8mm steel robotic trocar. It was not an air seal trocar. The left lateral trocar was attached to the insufflator on standard settings of 15 mmhg. The mesh was introduced through the right side trocar. The surgeon completed the procedure with no issues. On post-operative day (pod) #1, the patient returned to the emergency department exhibiting symptoms of shortness of breath. A CT scan was performed, identifying the patient with subcutaneous emphysema. There was a copious amount of air throughout the abdominal wall. There was no treatment rendered to the patient other than having to let the air pockets be absorbed and subside on their own. The patient was not admitted overnight. The patient went back to the emergency room on pod #2. The patient was very anxious, so the doctor recommended overnight admission for symptom control. However, the patient did not require admission. The patient reportedly left the hospital within an hour. The surgeon saw the patient on pod #3 and pod #10. On pod#3, the patient had some soreness. On pod #10, the patient was fully recovered. The surgeon¿s theory is that the insufflation port trocar slightly dislodged into the subcutaneous tissue, which could have caused the subcutaneous emphysema. The trocar will not be returned to isi for evaluation as the surgeon did not identify any malfunction during the procedure, and the issue was identified post-operatively; hence, the trocar was not marked.